Event description:
It was reported that an ilet touchscreen cracked after the user slipped and fell onto the device, resulting in a nonfunctional display that prevented meal announcements and rendered the device unusable; the device had been synced prior to shut down and the user was informed that it was no longer watertight and would require replacement. Investigation included a review of the reported physical damage and device use history as provided by the user. Further investigation of this case revealed damage consistent with external impact to the touchscreen component. There were no user symptoms as a result, and no injury reported. No changes in blood glucose reported. Outcomes included interruption of therapy on the ilet with the user advised to back up therapy and continue glucose monitoring using a cgm application or receiver. It was concluded that, based on previously established findings for similar reports, the event was due to accidental physical damage with no device malfunction related to design or manufacturing identified.